Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip delivery system were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic kidney disease, atrial fibrillation/flutter, chronic obstructive pulmonary disease, and prior myocardial infarction. Complications reported included incomplete coaptation, heart failure, renal failure, bleeding, shock, hospitalization/prolonged-hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There are no relevant tests/lab data to report. Literature attachment: myocardial deformation recovery after m-teer: associations with 1-year clinical improvement b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "myocardial deformation recovery after m-teer: associations with 1-year clinical improvement", was reviewed. This research article is a retrospective single-center experience to evaluate myocardial deformation recovery after mitral transcatheter edge-to-edge repair (m-teer) and to determine whether serial changes in left ventricular global longitudinal strain (lv gls), right ventricular free-wall strain (rv-fws), and left atrial reservoir strain (lars) are associated with 1-year clinical improvement. The device included in the study was mitraclip. The article concluded that myocardial deformation after m-teer identifies multichamber functional recovery and is associated with 1-year symptom and health-status improvement. [The primary and corresponding author was vlasis ninios, cardiology department, interbalkan medical center, thessaloniki, greece, with corresponding e-mail: vninios@gmail.com. This study included patients treated with mteer from 01 january 2022 to 31 january 2025. A total of 92 patients were included in the study, all of which received an abbott device. The average age was 73 years. The majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic kidney disease, atrial fibrillation/flutter, chronic obstructive pulmonary disease, and prior myocardial infarction.